Event description:
It was reported that a catheter issue occurred. The target lesion was located in the severely calcified left anterior descending artery. Following treatment with a non-boston scientific lithotripsy balloon and an unspecified stent, an opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. There was an image when pullback recording was started, but it was quickly followed by the sound of the motor drive unit stopping. The catheter was stuck on the wire and both devices had to be removed together. A new opticross catheter and wire were introduced, but the same thing happened. Upon inspection, both catheters were found to be significantly kinked in multiple places. The procedure was completed with another of the same device. There were no patient complications reported.